Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a lithotripsy procedure on (B)(6) 2015. According to the complainant, during the procedure, when advancing the trapezoid basket over the guidewire, the guidewire port of the trapezoid basket was noted to be pushed back and the distal tip of the device was 5mm away from the intended location. Therefore, the device was unable to be inserted into the bile duct. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿.

Manufacturer narrative:
Reported event of side car - rx pushback. The complainant indicated that the device was disposed and will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.